Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of right ventricular (rv) lead the physician was unable to retract the helix while in the body. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.